Event description:
This notification was opened for review due to the manufacturer being contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the device evaluation, the device error log showed an error related to a failure of the system pca-cpu daughter card vpowerfail circuit. This could potentially result in a condition where the device would not alarm when there is a loss of all power condition. The device was remediated and passed all final tests.